Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient was implanted a new device, few days after the patient felt tenderness and discomfort, the patient went to hospital when pain was severe and was diagnose with infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.